Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no signs of physical damage. The ¿go/ no go gauge¿ check passed. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy with the liberty select cycler and the patient¿s swelling requiring ER visit for inguinal hernia. The cause of the patient¿s inguinal hernia is unknown; however, a possible causal or contributory relationship cannot be excluded. However, at the time of this clinical investigation there have been no reported allegations of a liberty select cycler malfunction or deficiency associated with the patient¿s hernia event. Hernia is a commonly known complication in pd therapy due to physiologic increased abdominal pressure from the dialysate during pd treatment which can create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures. Should additional information become available, this clinical investigation will be updated accordingly. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient (pt.) On continuous cycling peritoneal dialysis (ccpd) experienced swelling of the groin during ccpd therapy and subsequently went to the emergency room (ER). During follow-up, the pd nurse stated the pt. Swelling was caused by an inguinal hernia. It is unknown if the patient¿s inguinal hernia was pre-existing prior to start of pd therapy. Reportedly, the patient¿s inguinal hernia has not been repaired.

Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no signs of physical damage. The ¿go/ no go gauge¿ check passed. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.